Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 9336973, medical device expiration date: 2024-12-31, device manufacture date: 2019-12-02, medical device lot #: 8336973, medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for shield does not detach as intended, difficult/unable to operate (not drawing) and plunger difficult to move due to unknown lot number. Investigation summary: no samples were returned therefore the complaint could not be confirmed. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for shield does not detach as intended, difficult/unable to operate (not drawing) and plunger difficult to move due to unknown lot number. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle shields were difficult to remove and it was difficult to aspirate. This was discovered during use. The following information was provided by the initial reporter: material no:328468 batch no: unknown (9336973 or 8336973). It was reported that several needle shields were difficult to remove and there was difficulty drawing up insulin on the same syringe. Consumer reported needle shields hard to remove on most in this box. Consumer reported these same syringe with hard to remove shields had issues drawing up humalog. Consumer stated the plunger was hard move.